Event description:
A customer reported a malfunction on the pump, with no notable events occurring prior to the malfunction. The malfunction code was resettable, and the pump had not been reset for this malfunction in the past 24 hours. Technical support provided instructions on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump. There is no reported impact on the customer¿s blood glucose level.